Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection confirmed the catheter was returned with the guide wire bent inside the catheter. Optical inspection confirmed dried blood particles/bio matter throughout the entire length of the catheter. Functional inspection confirmed the catheter was patent, and met the requirements for leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system catheter. It was reported that in the process of using the catheter to drain, the drainage was not smooth. The device was replaced to continue to drain the patient. There was a delay in the procedure of 3 minutes. The patient's status at the time of the report was alive-no injury. The patient's medical history was cerebral hemorrhage.